Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional products for this report include hsz, gfa and gff. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the surgery while the physician was using the colibri powertool, it got stuck and the drill bit broke. Some fragments stayed inside the patient. The physician tried to recover all the pieces, but unfortunately one piece could not be retrieved. The surgery continued and used a new drill bit was used. The damaged product was returned. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The additional evaluation states that the dimensions were in compliance with the technical drawings and ao/asif specifications. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance too. Unfortunately the information given did not provide sufficient evidence for an exact determination of the failure reason. Nevertheless, a manufacturing related condition can be excluded and it is indicative that high applied forces caused the breakage.